Event description:
It was reported that post implant while on the recovering on the unit, the patient experienced a strong ¿thumping¿ in their chest which was diagnosed as diaphragmatic stimulation. The left ventricular (lv) lead was turned off and the sensation stopped. The lv lead remains implanted. It was noted that the patient is taking part in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was also noted to exhibit high pacing thresholds since implant. The lead was turned back on and was reconfigured at the patient's three month study visit; however, thresholds remained high causing early battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted and replaced while the lead remained in use. The lead was subsequently turned off again just prior to the patient's next device replacement procedure to ponder epicardial lead placement which the patient ultimately declined. Non-specific adjustments were made and the lead remains in situ.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead continued to exhibit high thresholds and was reprogrammed again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later confirmed to be on with the patient being paced in a manner which promote intrinsic conduction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.